Event description:
The pt rec'd 2 scs leads with the same lot number. The pt reported she is no longer using her scs system due to never receiving effective stimulation. At this time, there is no known course of action being pursued.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.